Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient¿s dexcom app alarmed, showing egv 44 mg/dl. Without confirming the blood glucose via fingerstick, the patient¿s mother administered glucagon. Shortly afterward, the egv became erratic, fluctuating between 45 and 80 mg/dl before dropping back to 45 mg/dl. The patient reported feeling ¿high¿ based on subjective symptoms, though specific details were not provided. The mother contacted the patient¿s physician, who advised checking blood glucose using a fingerstick. The measurement revealed a blood glucose of 364 mg/dl. The patient¿s mother administered insulin and the patient did not require hospitalization. The patient¿s condition improved following insulin administration. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.